Event description:
A venatec filter was placed via the right femoral vein. After delivery, x-ray showed the filter to be reversed. Plan: not to change filter on this pt due to vena cava measurement of 19mm, co claims if diameter of vena cava below 25mm, cath should not have to be changed.